Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clip fell from "cystica" and common bile duct, did not clip correctly, misformed clips. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. No further information is available.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.